Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte night aligners, patient reported that they were examined by their dentist, the byte aligner treatment outcome has not been achieved, nor do they feel it is achievable with the byte aligner system. Dentist recommended that byte treatment be discontinued as it has created an occlusal imbalance. Furthermore, the patient requires restorative work which needs to be completed, it has been delayed due to ongoing byte treatment. Requesting additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A CAPA has been issued.